Manufacturer narrative:
The device referenced in this report is beyond its expected life. The ram was replaced and the repaired unit was returned to the customer.

Event description:
Imp ref # (B)(4).